Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, crease fold, broken shell, part of the shell is missing. Leak test was performed and found broken on posterior side, delamination diaphragm valve. A microscopic analysis was performed which identify a striated edge broken, delamination on diaphragm valve. Based on the device analysis the final assessment is a striated edge broken on posterior side assessed as surgical damage, delamination of the diaphragm valve assessed as adhesive failure, and a missing shell assessed as inconclusive.

Event description:
Device has been explanted.